Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after the case, attempting t replicate the issue resulted in an a localizer fault error. The emitter was replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned field generator resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the field generator was connected to a test system for a multi-day burn-in test. The system remained in green status all during testing. Fully functional. Analysis on the returned em controller resulted in an electrical failure being found through functional testing and visual/ physical examination. Analysis states that, when the controller was connected to a known good system, the controller would suddenly stop tracking. When the controller was connected to a test computer to determine the fault the controller began to function normally without fault. When a tool is removed and reinserted the test system would report an em fault and stayed red. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, during the case, the flat panel emitter will be plugged in, show on for a moment, then automatically switch to off and the on/off button goes away. It was noted that the site disconnected the flat panel emitter and did a hard reboot on the system. Once back into the clinical application, the flat panel emitter was re-plugged in and stayed on. The issue was resolved on call. There was no delay to the procedure and no impact on patient outcome. It was later noted through troubleshooting by the representative that the emitter was faulting after the case.

Manufacturer narrative:
Additional information: the hardware investigation of the emitter controller found that the reported event was related to a hardware issue. This issue has been documented in a hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.